Event description:
Customer called to report the pump's driver block was stuck in the middle of the leadscrew. Also stated the arms were in the unlocked position and the driver block was not moving. Device was not dropped, bumped, or exposed to moisture.